Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured at 318 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with left ventricular (lv) lead exhibited high pacing impedance. Noise was also noted during pocket manipulation. The issue was resolved when the lv lead vector was reprogrammed. Then, the pacing impedance measurement decreased to normal value at 558 ohms. The pace threshold and sense measurements still appeared to be normal. No adverse patient effects were reported. The lead and the device remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an increase in pacing threshold measurement was found. A sudden increase of high pacing lead impedance with no capture were also observed. The lv lead was explanted and a conductor fracture and insulation damage was found at the level of the suture sleeve of the lv lead. No additional adverse patient effects were reported.